Manufacturer narrative:
Medtronic received the following information from the journal article entitled; short-term and long-term effects of covered stent endovascular graft exclusion for the treatment of abdominal aortic aneurysm rupture. L. Li, y.q. Li, b. Liu, h. Wang & d.m. Zhang european review for medical and pharmacological sciences 2017; 21 (3 suppl): 73-77. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent graft systems were implanted in patients for the endovascular treatment of ruptured abdominal aortic aneurysms. The following adverse events were observed: malfunction; unknown endoleak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.